Event description:
Baxter (B)(4) received a report of an infusor that had overinfused during patient therapy. It was reported that the device was hooked up at 3pm and was "nearly empty" at 8am the next day. According to the pharmacy, "the infusors were not running for 24 hours." The concomitant medical products are currently unknown. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).